Event description:
The customer reported this lead was removed for non-capture and very high thresholds; the location of this lead is unk. A new oscor lead was successfully implanted. The lead was actively implanted for approximately 1 year.

Manufacturer narrative:
The manufacturer does not have possession of the lead. Without a subsequent analysis of the subject lead, the manufacturer is unable to fully evaluate the reported event. The manufacturer made several attempts to obtain the lead by sending letters to the physician on (B)(6) 2010 and (B)(6) 2010, but was not successful. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.